Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a gage monitor issue. There was no patient involvement.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "gage monitor issue". A getinge field service engineer (fse) had evaluated the unit and the unit had passed all the calibration, functional and safety tests were being performed and the unit was returned to the customer and cleared for the clinical use. Fse could not able to verify the issue. There was a patient involvement.